Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the returned instrument was evaluated and the complaint condition of broken was able to be confirmed as the distal 32mm of the instrument was found to be missing. The probe is used with the pangea system, the matrix deformity system and uss system, these technique guides were reviewed. This device is used to open the pedicle canal. The depth markings indicate the approximate length of screw which should be used. The root cause is ultimately unknown however this failure may be the result of an extreme loading force applied to the handle while the probe was rigidly fixed, and dense patient bone may also be a contributing factor. If an extreme loading force is applied this can cause stress that may affect the tensile strength of the material. Device history records was conducted. The report indicates that the: DHR 03.622.005 lot 7629896 released 5/1/14, (B)(4) manufactured the thoracic pedicle probe, p/n 03.622.005, and lot number 7629896 for po 1635423. The supplier¿s certificate of compliance (dated 4/29/14) indicates the parts were manufactured to p/n 03.622.005, revision ¿c¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number 03if622005, revision ¿g¿ (completed 4/30/14). No ncrs were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: during an open lumbar fusion using the matrix degenerative system, the surgeon was creating a pathway for the pedicle screw. While using the mallet onto the pedicle probe, the end tip of the pedicle probe broke inside the vertebral body of the patient. This broken piece was left inside the patient since greater damage would have been created by removing this broken piece. The surgery was completed with a similar pedicle probe. This is report 1 of 1 for (B)(4).